Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a nurse on 01-sep-2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female pt who received poly-l-lactic acid (sculptra) therapy in (B)(6)-2007 (2 vias), (B)(6)-2007 (2 vials), (B)(6)-2008 (1 vial), (B)(6)-2008 (1.5 vials), and (B)(6)-2009 (1 vial). No additional treatment details were mentioned. Relevant medical history was not mentioned. Concomitant medications included botulinum toxin type a (botox) in (B)(6)-2007 and (B)(6)-2007, and calcium hydroxylapatite microspheres suspended in a sodium carboxymethylcellulose gel carrier (radiesse) for jaw line and marionettes in (B)(6)-2009, and hyaluronic acid gel (juvederm) for her cheeks also in (B)(6)-2009. Sometime in (B)(6)-2010, the pt developed granulomas. Corrective therapy consisted of prednisone 50 mg once daily for two weeks in (B)(6)-2010. In (B)(6)-2010, the "nodules" persisted, so triamcinolone acetonide (kenalog) 5 mg in epinephrine therapy was initiated. Outcome - not recovered/ not resolved. Reporter's causality assessment: not provided.